Manufacturer narrative:
The system was examined. The company representative did not indicate whether the footswitch was nonconforming. The footswitch interface printed circuit board (pcb) was replaced. The system was tested and found to meet product specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that the button on the footswitch would not respond prior to a planned ophthalmic procedure. Samples have been retained and will be sent to the manufacturing site to be investigated. There was no patient impact reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).